Event description:
It was reported the patient felt the temperature of the implantable neurostimulator (ins) was higher after charging. The patient had a similar feeling for several days. The charging was normal and the ins was working well. The manufacturing representative stated there was no impact on the ins or patient and the patient stated they wear a lot. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.

Manufacturer narrative:
(B)(4).